Manufacturer narrative:
Product complaint (B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article abstract entitled, ¿varus-valgus balance and range of movement after total knee arthroplasty¿ by y. Matsuda, et al, published by the journal of bone and joint surgery (2005), vol. 87-b, pp. 804-808, was reviewed. The purpose of this article was to measure the effects of varus-valgus laxity and balance on the rom one year after primary tka in 80 patients implanted with a primary depuy low-contact stress (lcs) tka. The patellas were not resurfaced and the cement utilized was unknown. Depuy products utilized: the patellas were not resurfaced and any cement utilized is unknown. 40 primary lcs cr tka, 40 primary lcs ps tka. Each tka construct included a femoral component, tibial tray, and tibial insert. Radiographic images and photos: fig1 a and b: varus/valgus stress in lcs ps construct. Fig 1 c and d: varus/ valgus stress in lcs cr construct. Results: the constructs associated with the following results were not specified. There were no revisions or invasive treatments noted in the text of the article. Unknown number of tkas radiographically identified as misaligned in varus unknown number of tkas radiographically identified as misaligned in valgus of the misaligned knees, there were an unknown number with either joint laxity or musculoskeletal stiffness under varus/valgus stress. Captured in this complaint: lcs tka: implant misposition, musculoskeletal stiffness, joint instability.